Manufacturer narrative:
Investigation summary: based on the available information, although no product has been returned, we have determined that the reported clinical observations are a known inherent risk of device use as noted in device labeling. Device history record review: the device history record (DHR) confirmed that the device met all material, assembly, and performance specifications. Device technical analysis: this device has not been returned. As such, physical analysis has not been conducted in our laboratory. However, labeling review was conducted. This review determined that the reported clinical observations are a known inherent risk of device use. Labeling review: a review of the device labeling was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient is experiencing severe intracorporal hematoma three months after having a second artificial urinary sphincter (aus) implanted. The original aus was removed three years following the original implant, and a new one was implanted three months later. The patient uses heparin due to a cardiovascular valve issue. However, after aus implant, the control pump was not palpable due to bleeding from a severe intracorporal hematoma. Two months have passed since implant and, although the blood clots have shrunk significantly, clots remain in the testes (epididymis) and the control pump is not palpable. The patient is currently being monitored in his home with the aus not activated. The physician is concerned that the control pump will become inoperable due to adhesion.

Event description:
It was reported that the patient is experiencing severe intracorporal hematoma three months after having a second artificial urinary sphincter (aus) implanted. The original aus was removed three years following the original implant, and a new one was implanted three months later. The patient uses heparin due to a cardiovascular valve issue. However, after aus implant, the control pump was not palpable due to bleeding from a severe intracorporal hematoma. Two months have passed since implant and, although the blood clots have shrunk significantly, clots remain in the testes (epididymis) and the control pump is not palpable. The patient is currently being monitored in his home with the aus not activated. The physician is concerned that the control pump will become inoperable due to adhesion.

Manufacturer narrative:
Updated g2.

Event description:
It was reported that the patient is experiencing severe intracorporal hematoma three months after having a second artificial urinary sphincter (aus) implanted. The original aus was removed three years following the original implant, and a new one was implanted three months later. The patient uses heparin due to a cardiovascular valve issue. However, after aus implant, the control pump was not palpable due to bleeding from a severe intracorporal hematoma. Two months have passed since implant and, although the blood clots have shrunk significantly, clots remain in the testes (epididymis) and the control pump is still not palpable. The patient is currently being monitored in his home with the aus not activated. The physician is concerned that the control pump will become inoperable due to adhesion.